Manufacturer narrative:
Concomitant medical products: model: 407545, lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and t-wave oversensing (twos). Follow up was conducted and reprogramming has been completed. The lead remains in use. No patient complications have been reported as a result of this event.